Event description:
Consumer called to report her meter giving inaccurate readings. She believes there is something wrong with them. Analysis run on clark error grid using mean average reading (179; 152) as reference point vs bd readings (302, 55, 41, 262) yielded some data points in the c range of the grid, outside acceptable limits.